Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
Per the clinical review on (B)(6) 2015: according to subsidiary site quality engineer (qe), this issue was observed during prime as the cardiopulmonary bypass (cpb) circuit was being prepared for the procedure. The issue also occured during cpb. The message "level not attached" alert was posted and this indicates a coupling problem to the venous reservoir. There was no indication of a problem with the sensor. The sensor pads were used after the expiration date posted on the carton. The sensor pad was replaced and no other issues occured during the procedure. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the complaint effects were not able to be duplicated. The product surveillance technician (pst) affixed sensors to the reservoir per operators manual instructions. Lab use level sensors were then attached to the mounting pads. The pads remained adhered to the reservoir, and no separation was noted. Level sensors were monitored with the system 1, which issued no ¿not attached¿ messages during a six hour period. The manufacturer's subsidiary correspondence with the customer indicated the customer was following the operators manual for affixing mounting pads. Mounting pads had an expiration date of 09jul2015. Customer used the mounting pads on (B)(6) 2015, over three months after the expiration date. The mounting pads can exhibit degraded adhesive performance past their expiration date. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The user knows this level sensor pad passed its expiration date on july 2015. However, even the user used this pad as usual, because of the weak adhesion, alarm occurred in six consecutive times during surgery. The user put the sensor on five minutes after the pad was attached and they attached the pad to the manufacturer reservoir (B)(4).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the level sensor pads have weak adhesive strength, therefore the reservoir alarms. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.